Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false negative urine hcg results using the consult diagnostics hcg dipstick when compared to a positive serum quantitative hospital test. There was no reported adverse pt sequela. There was no additional information provided.